Event description:
It was reported that (1) device was used during a laparoscopic nissen fundoplication. It was reported by the rep that the surgeon used a 512 trocar and the outer seal split. The case was completed using another instrument. There was no consequences to the patient.